Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing¿high¿blood¿glucose. ¿blood¿glucose¿level at the time of the incident was¿ 450 ¿mg/dl. The customer reported insulin pump had multiple power loss alarm and a pump error. Customer was able to clear the alarm and able to rewind the insulin pump. It was unknown if the insulin pump was on auto mode. The troubleshooting was performed. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. The customer will continue use of the device.